Event description:
Customer's daughter reported that the customer's insulin pump had recently been exposed to water and was no longer working. During a follow up call, the customer stated that she went swimming and forgot to remove the insulin pump. Customer stated that water was visible under the lcd screen. Customer stated that the insulin pump has also been returning some motor error alarms. Blood glucose level was 133 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, due to constant motor error alarm. Insulin pump received with moisture damage at electronic assembly, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.